Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited noise. No intervention was reported. The patient was in stable condition and would be monitored.